Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide for a peripheral interventional procedure. Reportedly, when performing the step that the wires [sutures] appear, they were observed to be half the normal size [suture separation]. Another proglide was attempted but the same occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account confirmed the following information: when the plunger was removed in step 3, the suture was noted to be separated. Femoral imaging was not performed. The procedure was a post-close procedure. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017: failure to follow steps / instructions. Visual inspections were performed on the returned device. The reported suture break was observed as a link break. A needle to cuff miss was also observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot # updated from 2072541 to 2082341.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide for a peripheral interventional procedure. Reportedly, when performing the step that the wires [sutures] appear, they were observed to be half the normal size [suture separation]. Another proglide was attempted but the same occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.